Manufacturer narrative:
Based on the claim against the product by the customer noting broke an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have main tube broken. A piece measuring proximately 0.86¿x 0.110¿ was not returned with the instrument. The complaint regarding broke was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer reported the connection between the sheath and maryland bipolar forceps broke during the procedure. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that the part that was broken was the connection between sheath & maryland bipolar forceps during procedure. The maryland bipolar forceps was inspected prior to the procedure. The surgical task being performed when the issue occurred was robotic prostate. The maryland bipolar forceps did not collide with any other instrument or tool during the procedure. The incident did not involve any fragments falling into the patient. There was no harm or injury to the patient. The patient demographics were provided. The customer also explained the issue arose while the trocar and robotic instrument were still inside the patient. There were no reports of fragments falling into the patient. The customer has not received any indication that the patient has returned with any post-surgical complications.